Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 50 mg/dl to 150 mg/dl and hi (>600 mg/dl) to 60 mg/dl. No quality control info was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.